Event description:
A malfunction on a pump was reported by the customer, which took place a week prior. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy and was guided by customer technical support to reset the pump, which resolved the malfunction code issue. Customer advised to continue using the pump and to contact support if the malfunction reoccurred.